Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 16.4 mmol/l (295.2 mg/dl) while wearing the pod on the hip/buttocks between 5 and 24 hours. Reportability was reassessed based on the investigation findings. The investigation observed exposed cannula damage and fluid leakage during testing.